Event description:
Patient's spouse called lfs in regarding patient's meter. Spouse alleged that the meter read inaccurately high. In 2002 - 6:15 am patient tested on profile meter, fasting result 130 mg/dl. After the test, patient took insulin, 13 units of n and 3 units of r (unknown if this was their set amount or sliding scale). Patient went to put the insulin back into the refrigerator, then turned to get breakfast, and collapsed and became unconscious. Spouse tried to revive patient, but was afraid to move patient. The patient then came to and was conscious enough to sit up. Spouse went to fix a bowl of cereal and when spouse turned around, patient was in a seizure. Spouse then contacted 911; emt (emergency medical technician) arrived and tested patient's glucose level with a result 25 mg/dl. IV glucose was administered and was taken to emergency room. At the hospital, patient's blood blucose was tested and the result was 25 mg/dl again. Patient was given apple juice and was fed a big breakfast. After about 1 hour and a half, post breakfast, their glucose level was 111 mg/dl. No "ctl sol" or check strip available during call to troubleshoot. Patient had been cleaning meter with alcohol swab which could have resulted in the inaccurate readings. Patient was released from hospital around 10:15 am that morning. No further info has been reported. Attempted unsuccessfully to contact the customer to obtain more information.